Manufacturer narrative:
Concomitant medical products: 0158 lead, implanted: (B)(6) 2008, the initial reported event was received on (B)(6) 2018. Of note, the reportable adverse event of infection is normally submitted via an alternative summary report (asr) that would have been due on (B)(6) 2018. Information was subsequently received on (B)(6) 2018 and revealed the event no longer qualifies for asr reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. It was later reported a transesophageal echocardiogram (tee) revealed there was trivial pericardial effusion and a large frond like fungating highly mobile vegetation attached to the right atrial lead. The patient reported issues with recurrent staphylococcus infections where hospitalization for an extended period of time took place. In one hospitalization the infectious agent was streptococcus and another hospitalization showed klebsiella. Additionally, the patient reported inappropriate implantable cardioverter defibrillator therapies. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.